Manufacturer narrative:
Visually examined the returned samples with microscopic enhancement. Performed a pressurized fluid leak test with a bleach/water mix with a 10ml syringe. This investigation had five samples. (1 used returned sample, 2 samples in opened trays, 2 samples in unopened trays). Received one used returned sample. The used returned sample was received in a miscellaneous clear plastic bag. Included with the sample was a miscellaneous piece of gauze. The used returned sample consisted of one sections. The used returned sample consisted of the molded junction with a small portion of catheter tubing extending out of the oval disk. The tubing was in the correct mfg location extending out of the oval disk. The molded junction had a miscellaneous injection site attached. The used returned sample was visually examined with microscopic enhancement. It was observed the returned sample had traces of bodily fluids/meds present. It was also observed, the area of separation of the catheter tubing had jagged edges where the failure (breakage) occurred. Breakage (failure) was confirmed with the used returned sample for investigation. The jagged edges of the catheter tubing at the area of separation indicated stress to the catheter which is caused by misuse/mishandling in the user environment. In addition to the one used returned sample, four unused samples were returned for eval. All four of the add'l samples were returned each in catheter trays. Two of the four returned catheter trays had been opened. Sample # 1 and 2 catheters in the opened trays consisted of the catheters in two sections. The molded junction of both samples #1 and 2 had been separated from the catheter tubing with only a small portion of catheter tubing extending out of the oval disk. The tubing on both samples # 1 and 2 were in the correct mfg location extending out of the oval disk. The sections of tubing for both sample #1 and 2 were still in the protective sleeves and were approx 50 tick marks in length. Performed visual/microscopic examination on sample # 1 and 2 from the opened trays - both samples had jagged edges on the tubing at the area of breakage indicating stress to the catheter which is caused by misuse/mishandling in the user environment. No corrective action will be taken at time. Confirmed by the evidence with the used returned samples received for investigation, the failure (breakage) stress to the catheter was caused by misuse/mishandling in the user environment.

Event description:
The PICC broke before pt insertion (breakage).